Event description:
It was reported that the two tabs internal to the back section of the surgical table allegedly broke off. This reportedly caused the table extension that was attached to it to drop unintentionally by an approximate 45 degree angle. There was no reported injury associated with this.

Manufacturer narrative:
The back section of the table was replaced by a berchtold service technician. There was no injury reported as a result of this event.